Event description:
Customer reported a ventilator with ext high peak, circuit occlusion, and no ventilation. Incident occurred before patient use. Biomed attempted to calibrate the unit, but it would not calibrate at all. Stored values looked good and there is no indication of transducer drift, however the error message "invalid calibration" came up each time he tried to zero the calibration. Biomed attempted to check all components in the expiratory corner, but whenever he turned the unit on the ventilator started showing "vent inop" due to the "multiple" invalid calibrations of the inspiratory pressure transducer.

Manufacturer narrative:
(B)(4). Customer requested a replacement gas delivery engine (gde). They also requested for field service to come and assist with facilitating the installation of the new gas delivery engine. Carefusion technical support advised the customer that we are awaiting parts to repair the ventilator, because gas delivery engines are on back order. As soon as parts become available, field service will go onsite and repair the unit. A return goods authorization (rga) number was also issued to the customer for the return of the alleged faulty gas delivery engine for evaluation.